Manufacturer narrative:
E1: (B)(6) hospital - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the aspiration needle could not be retracted and extended. The issue was reported during a diagnostic endobronchial ultrasound procedure and completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the sheath and tube was deformed, the needle tube was buckled under the boot and at the needle tip, the pebax was buckled, and the sheath was split at the tip. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause for the malfunction is not established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.